Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this patient with a 27mm perimount (as reported, the model was most likely 6900p27c, not confirmed) valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately 18 years and 7 months due to degeneration leading to regurgitation. No calcification, no pannus were observed. The patient presented with nyha class iii before the procedure. A 26mm sapien 3 valve was implanted within the surgical edwards valve in a favorable position. The patient was discharged the day after. Patient was suspected of IV drug use.